Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. The lead was explanted and replaced in a procedure on (B)(6)2025. Post-procedure there were no patient consequences.